Event description:
Patient revised on (B)(6) 2020, approximately 7 weeks after the primary surgery on december 10 2019. Distributor was made aware of this revision on (B)(6) 2020. Cause of revision is unavailable. Surgeon explanted 135/145 36/+3 standard humeral cup and implanted a new 135/145 36/+9 standard humeral cup.